Event description:
The customer reported a complete loss of motorized motion/cranial-caudal motions. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a retaining pin. The system operates as intended.